Manufacturer narrative:
Follow-up # 1 date of submission 03/22/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the audio bolus button was fully intact. During testing, the audio bolus button responded appropriately; the complaint could not be duplicated. During investigation, the button cover was removed and no contamination or damage was found. Unrelated to the complaint, the keypad rubber was removed and contamination was found under the keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that the audio bolus button was intermittently unresponsive. The patient confirmed that the audio bolus button was intact. The patient stated that there was no moisture to the pump. The patient reportedly wore the pump in a pocket and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.